Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead exhibited high thresholds and dislodgement falling into the right ventricle. The lead was explanted and replaced. No patient complications have been reported as a result of this event.